Event description:
Customer reports via phone that the optistar le will inject the contrast from the a side fine, then fails to inject saline from the b side. At 2 - 3 times a week, they see this failure with error code #6, motor malfunction.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: investigation by fse who determined that the customer was using an inappropriate flow rate for drip mode of 0.1 ml instead of 0.3 ml. Customer was advised to change to 0.3 ml during initial phone conversation. When fse visited site, he found that the power control box was moved from it's original placement with respect to the magnet. Fse reoriented box and advised customer on placement of equipment. Fse could not duplicate original problem after corrections, verified proper operation. Injector returned to full service by the customer.